Manufacturer narrative:
Result: glide rod.

Event description:
It was reported by service report that the patient head left siderail did not latch due to bent glide rods. No patient involvement or adverse consequences are reported.